Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The returned ipg was received in hibernation but charging was able to be performed successfully in the lab. Based on the patient's stimulation settings, the ipg's depletion range was assessed as normal. Therefore, the ipg passed all tests performed and no device problem was detected.

Event description:
It was reported that the patient was experiencing difficulty charging their ipg. The patient tried charging for multiple hours but the ipg charge would only last about 1.5 hours. The patient was also experiencing pain and discomfort while charging the ipg and due to the stimulation turning off, the pre-existing pain condition had returned. The patient's ipg was explanted and replaced with a new one. With the new ipg, the patient is no longer experiencing charging issues and has adequate pain relief once again.

Manufacturer narrative:
Update to d6b explant date.

Event description:
It was reported that the patient was experiencing difficulty charging their ipg. The patient tried charging for multiple hours but the ipg charge would only last about 1.5 hours. The patient was also experiencing pain and discomfort while charging the ipg and due to the stimulation turning off, the pre-existing pain condition had returned. The patient's ipg was explanted and replaced with a new one. With the new ipg, the patient is no longer experiencing charging issues and has adequate pain relief once again.

Event description:
It was reported that the patient had difficulty charging their ipg. The patient was using a program that did not require charging everyday. The patient reported that the battery never completely charged and has started to discharge after less than 2 hours of use. The ipg has been explanted and replaced.